Event description:
Had operative laparoscopy with intergel. Surgeon used intergel, pt believes, knowing the problems associated with it, based on things he said prior to the surgery about "controversies" with it that he "didn't agree with." Almost immediately after the surgery, pt began to have terrible pain, worse than the pain they had before the surgery--pre-op it was on lower left side, after it extended across lower mid-pelvis and even down the front of left leg. - pt could not even stand up. It did not get better but got worse over time. Over six months surgeon gave pt no explanations and never informed of the intergel recall or the phone number to call at the FDA. Pt only learned of it yesterday. Pt finally entered a pain management program last year and is now on narcotic pain medications and getting nerve blocks to relieve the pain--but is not pain-free or even close to where pt was before their surgery with intergel. Surgeon will not even operate on pt again to see how bad adhesions are because he doesn't think that will help pain. Pt is really angry that he was able to use intergel and that pt is supposed to be stuck like this forever with no recourse. Pt has had laparoscopies before and never experienced what pt did this time--pt knows that the intergel harmed them.